Manufacturer narrative:
H10: multiple attempts have been made on 06dec2023, 15dec2023, and 22dec2023 to try to obtain further information about this case, but no response was received from the biomedical engineer (bme). This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60, indicating that the touchscreen was intermittently unresponsive, and a bad touch error message was displayed on the screen. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer (rse) that the touchscreen was intermittently unresponsive and not working properly. The bme also informed the rse that a bad touch error message was displayed on the screen. The rse provided the bme with the part number of the replacement touchscreen for repair upon request.